Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea."), abdominal pain ("chronic abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 819035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, urinary tract infection and pelvic pain. Concurrent conditions included vaginal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea."), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia") and menstruation irregular ("excessive and frequent irregular menses"). The patient was treated with surgery (transvaginal hysterectoiny, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 2 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingo-oophorectomy: ¿ mild chronic cervicitis. ¿ proliferative phase endometrium. ¿ portion of ovary with follicular cysts. ¿ unremarkable bilateral fallopian tubes. ¿ negative for dysplasia, hyperplasia, or malignancy. Pregnancy test - on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on 9-dec-2019: summons received: excessive and frequent irregular menses new events were added. On 18-dec-2019: pfs received: lot number added. Reporter information updated. Patient history and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea."), abdominal pain ("chronic abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.